Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument, and found a collet contaminated with plasma/blood in the reported problem area of the pipette assembly. Cleaned collet in position 1 and tip eject sleeve. Inspected lld sensor of tube lifter - #1, and found exposed wire. Replaced tube lifter #1. The instrument was cleaned, inspected, tested without further problem, and returned to exepcted operation.